Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The pump was currently delivering saline. The indication for pump use was spinal pain. The patient reported that they had slowly come down off of their medicine. The patient stated a ¿couple-3 weeks ago¿ they went to their doctor and were told that they would have enough medicine for a week and then it would be empty. The patient stated that they had lowered it 20% each week and would finally take it out. The reason they did this was because the patient fell and broke their neck in 3 places, and they did extensive surgery and after that they did not have any pain at all. The patient said that now they have been in a whole lot of pain, so they were thinking about replacing the pump. The patient asked if they had to remove the pump or if they could keep it in there with saline. The patient stated that in the last 2 weeks they were in the hospital for severe pain as the medicine did go out and they were going through the withdrawals of weaning off the medication. The agent reviewed that pump eos (end of service) is at 7 years which would be (B)(6) 2025, and then the pump would be done. The patient wondered whether they could keep the saline in there for 6 more months and stated that they were not sure if they wanted to put a new pump in or not yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.